Event description:
It was reported that during routine testing, conducted by a manufacturer field service technician at the user facility: when the device is in forward mode, the reverse trigger could be depressed and ran the device when it should have been locked out. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The failure for reverse trigger activated when in safe mode was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The trigger assembly did not work correctly due to wear.

Event description:
It was reported that during routine testing, conducted by a manufacturer field service technician at the user facility: when the device is in forward mode, the reverse trigger could be depressed and ran the device when it should have been locked out. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.